Event description:
Received complaint concerning above product from product manager. Chief technician reports that three hours into the treatment the blood pump segment came apart at the outlet side where it is connected with the main line tubing. Healthcare professional was at the machine when event occurred. Pump was immediately stopped, hcp attempted to reinfuse, but had to stop due to air in system. Estimated blood loss of 200ml from initial leak and loss of extracorporeal system. There was no further injury to the pt. Left facility in stable condition. The actual sample has been discarded. A response letter has been sent to the user.

Manufacturer narrative:
Pir#9800188 sample not available for evaluation. Without a sample to evaluate, the complaint as stated, could not be confirmed. However, a lot number was provided and the mfg records were reviewed. This review showed no issues which would have caused or contributed to this complaint. Complaint closed. Quality systems will monitor this info in future trending. Customer letter sent. **7/2/1998- noted incorrect info in evaluation summary. Corrected info and resubmitted medwatch form.